Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the touch screen had intermittently stopped working. A field service engineer (fse) replaced all in one (aio) due to screen distortion and touch slowness, after installation, the screen displayed correctly, touch response passed diagnostics, and the station was fully functional. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es touch screen did not work at times, and the screen was requested to be replaced. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.